Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that an impella cp pump was attempted to be implanted to support a patient undergoing high-risk percutaneous coronary intervention. During preparation of the impella cp, the clinical team was unable to move the sterile sleeve back toward the red plug despite the tuohy borst being unlocked. There was not enough working length on the catheter, and multiple staff members attempted without success. A second impella cp was opened, prepared normally, and successfully implanted. The impella cp was later removed without complication, and the patient remained stable following the procedure.

Manufacturer narrative:
Additional information has been provided in h6. Corrected information has been provided in d4, h4. This report is submitted as a follow up to provide additional information obtained after the initial MDR submission. This report is submitted as a follow up to provide corrected information following an internal review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.